Manufacturer narrative:
The sales rep did not send back the microtip. It was reported that the rep used it for trunk stock for wet labs and training. There is insufficient info for a complete investigation because the unit is unavailable for return. The DHR for lot # 07713-18 was reviewed. The part met MFR specifications when released and there were no issues related to the complaint. There were (B)(4) units released for this lot # 07713-18. A review of lot history showed that there were (B)(4) complaints from this lot. This lot has a failure rate of (B)(4).

Event description:
Hp quit cutting before procedure began.